Manufacturer narrative:
Literature: lee, w; et al (2017) clavicle hook plate fixation for distal-third clavicle fracture (neer type ii): comparison of clinical and radiologic outcomes between neer types iia and iib. J shoulder elbow surg, 26:1210-1215. This report is for an unknown ao lcp plate (unknown quantity/unknown lot). (Other number) UDI: unknown part number, UDI is unavailable. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article: lee, w; et al (2017) clavicle hook plate fixation for distal-third clavicle fracture (neer type ii): comparison of clinical and radiologic outcomes between neer types iia and iib. J shoulder elbow surg, 26:1210-1215. This is a retrospective study of patients seen from march 2009 to may 2014 for neer type ii distal clavicle fracture fixation using the ao hook lcp. All patients underwent open reduction and internal and 35 patients were reviewed and accepted in the study. There were 24 men and 11 women. The mean age of the patients at the time of operation was 40.7 ± 12.3 years overall (range, 22-62 years). Distal-third clavicle fractures account for approximately 10% to 15% of all clavicle fractures and are subdivided into neer types iia and iib, depending on the attachment status of the conoid ligament to the clavicle. All patients underwent plate removal surgery, and the mean time to removal of the hook plate was 4.4 ± 1.2 months (range, 3-8 months). Bone union was obtained in all patients. Complications included 1 delayed union, 8 shoulder stiffness and 6 subacromial erosion. This is 1 of 1 for (B)(4). This report is for an unknown ao lcp plate and refers to the serious injury of 1 unknown patient who experienced delayed union and 6 who experienced 6 subacromial erosion.